Event description:
It was reported to st. Jude medical that during a follow-up, end of life was observed. The decision was made to replace the device to a dual chamber ICD. During the replacement procedure, communication with the ICD could not be established.